Manufacturer narrative:
G4 - supplemental aware date of the previous submission (follow up1) is corrected to 09/29/2023.

Event description:
Philips received a complaint on the v60 ventilator indicating that the standby mode would not work. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device would not go into standby mode. The rse advised to the customer to replace the flow sensor assembly. The customer confirmed part was requested but is currently back ordered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered flow sensor assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The customer informed a remote service engineer (rse) on 29sep2023 that the flow sensor assembly had been replaced. A good faith effort (gfe) response from the customer was received on 13oct2023 confirming that the flow sensor assembly had been replaced to resolve the issue and the replaced part would be returned to philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.